Event description:
The customer reported to olympus, the colonovideoscope had a clogged nozzle. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign objects were found on the nozzle, distal end cover, and adhesive of the objective and light guide lenses. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Device testing and inspection also found the angle wires were stretched resulting in angulation in the up direction not meeting standard and the play in the up/down angulation knob not meeting standard, the adhesive on the bending section cover had a white-clouded area, due to clogging of the nozzle, air supply volume, water supply volume, and water removal ability did not meet the standard value, the bending tube was deformed due to physical stress, the adhesive around the objective lens was peeled, the distal end cover, video cable, universal cord, and connecting tube had scratches, and the switch box, control unit, and up/down knob were discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown if reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in pcf-h170l/I series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in pcf-h170l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.